Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Factors that may contribute to balloon material ruptures include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and/or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. To help ensure this type of damage is not the result of a manufacturing deficiency, all stent delivery systems (sds) are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all sds are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure and balloon integrity prior to release. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any leak noted during preparation prior to use, or during stent deployment which suggest that a product deficiency did not contribute to the reported complaint. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, the deployed stent implant, and/or the reported heavily calcified lesion, such that the balloon ruptured after deployment of the stent; however, this could not be confirmed. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. Additionally, a query revealed that there have been no related incidents reported for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the heavily calcified obtuse marginal artery, the 3.0x12 rx vision stent delivery system was advanced to the target lesion without resistance. The balloon was inflated and the stent deployed; however, the balloon ruptured at 10 atmospheres. The stent delivery system was withdrawn from the anatomy without resistance. Although the stent was fully apposed to the vessel wall, post dilatation was performed as standard procedure. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.